Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure on (B)(6) 2018, when the physician implanted the lv lead in posterior lateral, no capture at maximum output was observed. The physician then decided to do his bundle pacing due to non-pacing in two vein and diaphragmatic stimulation at high output. The lead was not used and was exchanged. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.